Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. It was noted that the patient was admitted to the hospital due to a non-device related fall. Multiple reprogramming was attempted and was successful. The explanted ipg and lead were not returned as they were discarded by the medical facility.